Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data showed evidence of pump reboots. A visual inspection of the pump showed no damage to the battery compartment. A test battery cap was able to tighten securely to the pump. During testing, the pump was exercised for 24 hours and no reboots, loss of power or call service alarms occurred. The pump case was opened and there was no evidence of moisture or loose components observed inside of the pump. The intermittent power issue was observed in the pump black box history, but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.